Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of service life testing was confirmed during servicing activities. The proximate cause of the customer's report of service life testing was found to be the membrane frame was confirmed to have fluid contamination. There was no reported patient injury. The device is used for therapeutic purposes. H11:g4

Manufacturer narrative:
The device was returned for service testing. Investigation was completed through the service repair process and repair was completed for damage found on the membrane frame. The membrane frame was replaced. The proximate cause for the damage on the membrane frame was due to fluid ingress.

Event description:
The device was found to be damaged due to fluid ingress.